Event description:
It was reported that the customer during an unknown case, the device would not fire clips, they were using a reload at the time. They used a second like device and completed the case with no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2007. The analysis results found that the device was received with the anvil in the closed position and with no cartridge present. The device was noted to have the firing and clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were found broken and damaged. Although no conclusion could be reached as to how the yoke teeth and firing trigger became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.